Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the fourth band did not deploy off the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed. A visual evaluation noted that the ligator head returned with six bands attached, some of them had moved from their position and overlapped. Both the ligator head teeth and the suture hole were damaged. The trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands on the ligator head were moved and overlapped, the ligator head teeth were damaged/bent and the suture hole was also damaged. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head. These conditions could have been generated due to the manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated, the suture thread would have encountered difficulties to release the bands, which may have caused that some bands got overlapped within each other. It is possible that these difficulties encountered could have caused the damage/bend on the ligator head teeth, also it is most likely that the same tension experimented in the ligator head contributed on the damage observed in the suture hole and/or even the way of how the ligator head was positioned on the endoscope. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the fourth band did not deploy off the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.